Event description:
It was reported per literature review of this paper that a (B)(6) male presented after receiving a shock. Echocardiography showed that his left ventricle, even when fully unloaded by the left ventricular assist device with normal flows, was barely contractile. The right ventricle was also severely dilated and hypokinetic, suggesting single ventricle physiology with the right ventricle acting as a passive conduit. The differential diagnosis for shock therapy included ventricular tachycardia (vt), ventricular fibrillation (vf), and inappropriate sensing. The device logs showed that the patient had experienced 38 episodes of vt, with 22 episodes triggering atp and 3 episodes resulting in shocks. The stored intracardiac trends disclosed that over the preceding 2 months, as his steroids were tapered, the sensed r-wave amplitude had diminished to the point at which the defibrillator was no longer able to sense native r waves even at maximum autogain. However, the far-field atrial electrograms during ongoing atrial tachycardia were sensed by the integrated defibrillator lead, leading to delivery of inappropriate anti-tachycardia pacing (atp) and shock therapies. In the setting of inability to detect true r-waves, and inappropriate shocks due to far-field atrial oversensing during incessant atrial tachycardia, the device was completely deactivated for both tachycardia and bradycardia therapies. The patient successfully underwent heart transplantation in the following months and is doing well clinically. No adverse patient effects were reported.